Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling their "abdomen was filling up with fluid" and their rib cage was "digging into something". The patient was diagnosed with a systemic infection including aortic valve endocarditis. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and the patient was placed on a ventilator and started on diuresis, however the patient later died. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Set screw mark found too proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patient was immune suppressed due to a past splenectomy, and was on chronic steroids.